Event description:
It was reported the patient¿s implantable neurostimulator (ins) shut off and the patient was in a lot of pain. It was stated when the patient stood up they took two steps and fell because of the pain and hurt in their knee. It was noted the patient was ¿ok" but was worried because they had no meniscus and a bad acl. Reportedly, the patient had been noticing fluctuation in their stimulation without provocation and sometimes they didn¿t feel the stimulation or it radiated to their left leg, even though it was meant to treat their right leg. It was stated sometimes the stimulation also radiated to their stomach or back of their spine. It was noted the patient had not had any falls or accidents prior to this event and it was stated sometimes the patient ¿walked like frankenstein,¿ stiffly, because of all of the current going through their body. It was reported the patient had tried turning their stimulation down but sometimes it did not help. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a shocking or jolting sensation. It was noted that the shocking sensation form the implantable neurostimulator (ins) started a moth prior to the date of the report. It was further noted that the patient lowered that stimulation but it was not helping with the pain and he continued to get shocked. The shock reportedly made the patient feel like he could not move his limbs. It was further reported that there was an interruption in the stimulation within the month prior to the date of the report. It was also reported that it was painful when recharging. It was noted that a "few moments" after recharging the patient felt a muscle from the hip to the leg burning. It was reported that the lead may have shifted and some tests were done but the patient was waiting for the results. It was noted that the symptoms began following a fall. The patient reportedly fell to his knees 2 weeks prior to the date of the report and his wife picked him up. The patient also reportedly fell one and a half weeks prior to the report and "ended up in the emergency room." It was noted that "the pain just stayed there last friday patient seen dr (B)(6)." It is unclear exactly what this means. The patient reportedly feels stimulation in the right leg where he needs it, but also in the left leg stomach and back. It was noted that the patient did not mind it in the back but the stomach was "kind of weird;" however the patient did not that he was getting used to it. The patient reportedly had two herniated disks in his back and the stimulation was helping with that as well. (B)(4).